Event description:
It was reported that the user experienced recurrent hyperglycemia after increasing meal sizes while using the ilet system, with the device perceived as slow to correct elevated glucose; the trainer advised that a factory reset was not necessary and that the ilet would adjust. Symptoms included fatigue and increased urination during episodes when glucose exceeded 300 mg/dl and remained above 180 mg/dl for approximately 1.5 hours. Outcomes included transient functional limitation without hospitalization, professional medical intervention, or use of backup therapy. Investigation included review of user-reported glucose trends and consultation with a trainer regarding device behavior and algorithm adaptation. Investigation of this case revealed no device alarms or malfunctions and suggested that larger meal sizes likely exceeded the system¿s immediate correction capacity while the algorithm adapts, with no component-specific failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.